Manufacturer narrative:
Based on the claim against the product by the customer noting the sp monopolar curved scissors (mcs) instrument tip came off when the customer was cleaning the instrument with gauze, an investigation is in progress to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi reviewed the site¿s complaint history, which does not show any additional complaints related to this product and/or this event. Review of the procedure and instrument logs resulted in no additional information. A review of the provided image is consistent with the customer reported complaint of "open crack on distal end of monopolar curved scissor instrument shaft." In addition, video recordings of the reported event were received. A review of one of the submitted videos was performed by the regulatory post market surveillance (rpms) specialist. The video showed that the sp mcs instrument tip fell inside the gauze during intraoperative cleaning of the tip inside the patient. The root cause of the failure mode cannot be confirmed without the returned device. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. Complaints are tracked via the qms processes per wi 859369 (quality data review meetings). This complaint is being reported due to the following conclusion: during a da vinci-assisted nipple-sparing mastectomy surgical procedure, it was alleged that the sp mcs instrument tip became detached from the sp mcs instrument and fell inside the patient. The fragment was retrieved during the same procedure.

Event description:
It was reported that during a da vinci-assisted nipple-sparing mastectomy surgical procedure, the sp monopolar curved scissors (mcs) instrument tip came off when the customer was cleaning the instrument with gauze. The customer reinstalled the sp mcs tip, and it was working fine. The customer confirmed that the sp mcs tip was installed properly by testing and rotating the grip release. The customer also verified that there was no issue with opening and closing the sp mcs blades. The instrument light indicator was blue at the time of the event. The customer noted that the sp mcs tip fell off when caught by the rolled gauze while removing instruments for final inspection. The customer inspected the sp mcs instrument and observed that the tip was normal. However, there was a crack on the distal end of the sp mcs instrument shaft. There was no report of any fragments falling inside the patient. The procedure was completed with the same sp mcs instrument with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issue was noted. The surgical staff observed no fragment fell inside the patient during the procedure. There were also a few incidents of instrument collisions reported. A review of a video provided by the customer revealed that a piece of the instrument did fall inside the patient's anatomy and was retrieved during the same procedure.